Event description:
It was reported that a malfunction alarm known as malf 15 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction occurred again, which was acknowledged and understood.